Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link connector would not flow. The device was connected to a syringe and the syringe will not inject (flush). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The sample had a syringe attached with clear solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and noticed the set would not flow due to a block between the microbore winged female luer lock adapter and the high pressure tubing. Clear passage and pressure testing on the actual sample failed due to the block between the microbore winged female luer lock adapter and the high pressure tubing. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.